Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported lead damage was detected when the lead tip was extracted from the epidural space during a procedure to reposition the lead. It was unknown which lead was damaged. The damage was noted as a kink between electrode numbers 3-4. The resistance value was measured and it was confirmed there were no problems. The same lead was placed again at the discretion of the physician, then the wound was closed. No health hazards were noted. The consumer's medical history included cervical spine postoperative pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) clarified that the lead migrated, and that was the reason for the lead repositioning. Lead migration caused a loss of stimulation on the pain site. After surgery there were no problems with impedances and there was no health damage on the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.